Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed in the dialysate. The machine alarmed. Estimated blood loss was 150 to 200ml. Cracks or other damage were not noticed on the dialyzer. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has not been returned to manufacturer.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.